Event description:
The pt reported that the "up" arrow button was not responding on the keypad and uses the meter remote to bolus. The rptr denies damage to the keypad or exposure to moisture. The "up" arrow button did not click or spring back and had to be pressed multiple times to elicit a response from the keypad.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.